Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed an error code for a "pressure sensor zero adjustment failed". There was no patient involvement when the issue occurred. No patient or user harm reported. A service engineer (se) evaluated the device and confirmed the customer's problem, error code 110b ((cbit) check vent: proximal pressure sensor auto zero failed). During troubleshooting, the se noted that the issue was caused by a faulty data acquisition (da) board, and solenoid valves. The se replaced the da board, and solenoid valves, and the issue was resolved. The device was returned to full functionality.